Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise that was oversensed by the device. No intervention was performed. The patient was stable and would continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise that was oversensed by the device. No intervention was performed. There were no patient consequences.